Manufacturer narrative:
Additional information received from the customer clarified that there was no overheating, but the fiber tip was degrading. The fiber is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation (fiber tip degrading) cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question due to customer clarification of the exact issue encountered with the fiber. H3 other text : we were notified that the product would not return because it is contaminated.

Event description:
It was reported that the fiber burnt when connected to the console; however, further information received from the customer clarified that the fiber tip was degrading. The fiber was changed, and the procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber burnt when connected to the console. The fiber was changed, and the procedure was completed without patient complications.